Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 48mm abdominal aortic aneurysm. It was reported that during the index procedure, deployment of the endurant bifurcate stent graft system was performed via the left approach. As per the IFU, the procedure on the left ipsilateral distal side was completed first. When performing cannulation from the contralateral side, the cannulation was difficult to be performed. It was reported that during this the patient complained of severe pain in the lower back, so cannulation and evar were abandoned. It was considered that dissection might have occurred in the right iliac artery due to guidewire procedure. The patient then complained of pain in the lower limbs(there was a suspicion of ischemia), so a fem-fem bypass was performed. This was a situation that only the bifurcated main body was implanted inside the body (within abdominal aortic aneurysm (aaa)). As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient will be monitored.